Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: complaint history from january 1, 2008, to october 1, 2024, was reviewed for reports of shoulder infections. The sales data for all humeral liner was used to calculate a complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. H6: impact, component, and investigation codes. The following sections were corrected: impact, component, and investigation codes. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: 300-01-13 - equi, humeral stem primary, press fit 13mm: (B)(6). 320-01-38 - equi reverse 38mm glenosphere: (B)(6). 320-10-00 - equi reverse tray adapter plate tray +0: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: 708232.5 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6) 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm: (B)(6). 320-38-00 - equi reverse 38mm humeral liner +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial left shoulder implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2025, approximately 2 years 8 months post the initial procedure due to an infection. All implants were removed, and the patient was left with a 48 cement spacer in. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as the hospital would not decontaminate them for return. No device images were available. No further information.